Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were unsure if their implantable pulse generator (ipg) was working properly. Attempts to gain more information were unsuccessful. The ipg remains in use. No patient complications have been reported as a result of this event.